Event description:
Customer reported the ultrasound patient suffered significant reaction to a second dose of stress agent which was administered after the system malfunctioned during the initial stress echocardiography study. Medical intervention averted serious injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.